Event description:
Consumer reports meter readings are inaccurate. Comparing readings with their old plink meter. Analysis run on clark error grid using mean avg. Reading (233) cs. Vd readings (29, 324, 326) yielded data points in the e/c range of the grid, outside acceptable limits.